Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. Transformer t2 was replaced as a precaution. The root cause for the reset has not yet been identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it reset during a pulse test.